Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device embolization could not be determined. The reported unexpected medical intervention and surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the sizing of the device was determined by echocardiography and angiography, which were also used during the procedure. The landing zone measurements were 19-21 mm. During the procedure, the device was deployed and released from the delivery cable after meeting the close criteria and passing a tension test. There was no difficulty implanting the device. The device showed compression, and no leak was present. Immediately after it was detached from the delivery cable, the occluder embolized to the left atrium. The patient remained hemodynamically stable throughout the procedure. The patient was transferred to another facility, and the device was successfully explanted during surgical retrieval. The cause of the embolization was unknown. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. During the procedure, the device was deployed and released from the delivery cable. Immediately after it was detached from the delivery cable, the occluder embolized. After several failed attempts to snare the occluder, the decision was made to fix the occluder with a snare in the left atrium. The patient was transferred to another facility for further intervention. The patient status was unknown.